Manufacturer narrative:
In follow up with the customer, she indicated that she did not see a fire or melting, but did see sparking where the cord meets the transformer at the strain relief. She also indicated that no injuries were sustained as a result of the issue. In summary, a breach in the outer insulation of the cord at the strain relief was present and resulted in an intermittent short circuit which caused the cord to heat up and spark. Sparking poses a risk should it come in contact with a combustible material. CAPA ca10-049, approved on (B)(4) 2010, has been initiated for pump in style transformer overheating/melting issues. Any additional follow up actions will be established as a result of the CAPA process. Evaluation summary: a visual examination of the power supply revealed no deformation on the transformer housing. A visual examination of the cord revealed exposed wires (on the dc side, which does not pose an electrocution risk) and no signs of burning or fire. The power supply was plugged in and the voltage across the dc plug was measured at 0.23 to 11.9 vdc and the resistance across the dc plug was measured at 0.5 to 7.5 ohms, which indicates that an intermittent short in the dc is causing the voltage and resistance to vary. No smoke or fire was observed while the power supply was plugged in; however, sparking was observed. The resistance across the ac blades measured 69.2 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported that the power supply for her pump has a frayed cord and is hot to the touch.